Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer's blood glucose value was unknown. Customer states crack to the battery side. The insulin pump will be returned for analysis.